Manufacturer narrative:
(B)(4). Date sent to the FDA: 4/5/2023. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: the problem reported with the two products involved in this complaint is not clear. Could you please clarify what happened with the products? We submitted a complaint because two of the sutures broke during suturing of a pet¿s mouth after a dental extraction. Note: related events reported via 2210968-2023-02392.

Event description:
It was reported that an animal underwent a dental cleaning and extraction on (B)(6) 2023 and suture was used on the gum. During the procedure, the suture broke when suturing. Another like device was used. There were no adverse consequences for the animal. No further information was provided.